Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿curved air leak¿ that was observed during an unspecified event. However, upon inspecting and testing, the service evaluation found the adhesive part of the objective lens is peeled off. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer reported issue the scope has an air/water leak from a cut/hole on the bending section cover. The adhesive part of the objective lens is peeled off. Additionally, the bending section cover glue is missing. There are scratches on multiple areas of the scope such as the control body, grip, angle lever, right/left lever, up/down plate, right left plate, switch housing cover, switch# 3, video connector, light guide connector, the surface of the light guide cover glass, and on the video connector case. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 13-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the cause of the reported event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.